Manufacturer narrative:
D10 concomitant product: egia60amt; egia60amt egia 60 artic med thick sulu; (lot number: p5f1170). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use of the two reloads in a gastric sleeve procedure, the patient was discharged, but experienced leaks. This resulted in an extended hospitalization lasting almost one month and was admitted to the intensive care unit.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use of the two reloads in a gastric sleeve procedure, the patient was discharged, but experienced leaks. The surgeon had to perform a manual suture repair and placed a bag to manage the leakage. The patient was then admitted to the intensive care unit and under an extended hospitalization lasting almost one month.